Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call partial display anomaly, moisture damage and cosmetic damage on the insulin pump. Customer¿s blood glucose level was 316 mg/dl. Troubleshooting was performed. Customer advised the insulin pump was cracked, the device was exposed to moisture and the display screen was gray. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment or partial display anomalies noted. Device received with minor scratched lcd window. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. (B)(4).